Event description:
This event was experienced while the doctor was performing a lumbar back procedure. It is stated in the manual that insulation is to be checked before every procedure. This check was not done. The electrode was inserted and lesioning was done. At this point, the doctor noticed some skin burning at the insertion site. The electrode was removed and inspected. Insulation was noticed to be missing on the shaft near the hub. The result was a small burn, approximately the size of a thumb tack, which required local wound care.